Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the patient had kidney damage. The patient presented with an acute occlusion of an implanted non-boston scientific stent in the common iliac artery. An angiojet solent omni thrombectomy catheter was selected for use. The thrombus burden was fresh, about 3 days old. The rapid lysis method was used in which 500ml nacl was combined with 20mg actilyse. Heparin anticoagulation was administered intravenously, and there was normal contrast administration. The total run time was 390 seconds. The patient was properly hydrated before, during, and after the procedure. The device functioned without any issue. A few hours after the procedure, the patient had renal pain, hemolysis, and blood in the urine. Creatinine increased dramatically up to 12mg/dl. Dialysis was started immediately, and the patient was getting better every day, but until now the kidney did not recover, and dialysis is still required.